Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that a texium syringe broke at the connection between the syringe tip and the texium male luer while pushing carboplatin. It was noted that there was "a spill of about 20ml." There was no patient involvement. During drug preparation, it was reported that "the spill that occurred was everywhere in the hood and on the user clothes. She is not suffering from any side effects due to exposure to carboplatin."